Manufacturer narrative:
D10: 1000321312 (B)(6) - gps implant kit v2, (B)(6) 02-020-14-0340 - truliant cr por fem cr por right sz 4, (B)(6) 02-022-55-4040 - truliant por tib tray size 4f/4t, (B)(6) 201-78-98 - 2 pk, schanz pin, 4mm x 130mm, (B)(6) 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal notification, approximately 1 year and 8 months post the initial total knee arthroplasty, the patient was revised. Because the patient has filed a legal claim, it appears that they are alleging prosthesis wear of their exactech device.